Event description:
The drug test results with omega labs for a "routine" hair test did not and cannot differentiate illegal meth vs an otc cold product vs an rx. I confirmed this with the national lab director for omega labs, (B)(6). This is not a one time malfunction but an inherent defect resulting in juvenile/family law courts using a "preponderance" of evidence. This is the lowest standard used in courts with the most serious of harm. A category of harm needs added to reflect permanent removal of custody of one's children over a test known to not have the capacity to know a source of d-amphetamine, but is laced positive for meth. The hair test with both omega and quest is substandard and should not be used only for paroles and juvenile/family law courts. This hair test is inherently flawed when omega labs does not use chiral testing nor an mro prior to declaring positive for meth! This practice has to stop. It's such a substandard drug test federal workforce drug testing law prohibits hair testing. Hair testing can not differentiate environmental contamination from use without simply guessing. It means a federal employee can not lose their job with an alleged positive hair test, but cps routinely removes children from their parents with the same hair testing protocol known to not be considered accepted as a scientific standard. Washing does not remove external contamination. This has to stop. FDA safety report ID# (B)(4).